Event description:
It was reported that a burr detachment occurred. A 1.25mm rotalink¿ plus was selected for treatment and advanced just proximal to the target lesion. When the burr was activated, it was not doing anything. It was then noted that the burr came loose and separated from the shaft. The burr remained on the rotawire. The burr was removed by withdrawing the entire system, including guide catheter, from the patient. The procedure was completed with another rotawire and burr of the same size. No patient complications were reported and no issues noted on the patient.

Manufacturer narrative:
Device evaluated by MFR.: the device was returned for analysis. The catheter burr was detached from the distal coil and the burr was not returned to site for analysis. On visual inspection it was noted that the distal coil was stretched. The drive shaft was microscopically examined and it was noted that the distal coil was stretched. Glue was evident on the stretched coil, where the burr was attached to the coil during manufacturing. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that a burr detachment occurred. A 1.25mm rotalink¿ plus was selected for treatment and advanced just proximal to the target lesion. When the burr was activated, it was not doing anything. It was then noted that the burr came loose and separated from the shaft. The burr remained on the rotawire. The burr was removed by withdrawing the entire system, including guide catheter, from the patient. The procedure was completed with another rotawire and burr of the same size. No patient complications were reported and no issues noted on the patient.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).